Manufacturer narrative:
Suspect lot# review: a review of lot# 3196267 showed that (B)(4) units were manufactured, tested, inspected and released in march 2016 and citing no anomalies. Device not returned.

Event description:
Complaint received regarding one 034-ch-14, chemoclave vented bag spike, suspect lot# 3196267 (mfd. March 2016). Report states (as translated); "the piercing pin filter has a leak. They found cytostatic on the floor. The nurse goes into the room without turning on the light and fell down on the cytostatic fluid. They don't have the piercing pin and they don't know the exact lot number." Unprotected tpn exposure reported. But cleaned per hospital protocol. No serious adverse patient consequences reported.